Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a venogram procedure, a balloon catheter and unspecified guide catheter were advance to the target location and test shot showed sub-selection. The balloon catheter and guide catheter were pull back and shot view was ok. The balloon was inflated and was noted that the device almost prolapsed out of the coronary sinus with no dye in vessel. While performing the venogram, it was evident there was a small localized dissection. The procedure was abandoned, and no patient complications have been reported as a result of this event.